Event description:
The customer reported that following a diagnostic catheterization procedure on may 20, 1999 a vasoseal vhd collagen plug was deployed in the pt. During the night the pt developed decreased pulses and coolness of the coolness of the right foot. An angioplasty was performed on may 21, 1999. A decrease in blood flow and a clot in the common femoral artery was revealed during completion of the femoral run off. A percutaneous transluminal angioplasty was performed which increased the blood flow. However a deficit remained and the pt was taken to the operating room for removal of the clot. No further complications were reported.